Event description:
This report is to advise of an event observed during analysis confirming two discolored/blackened pins which was isolated to an electrical arc at the rear power inlet connector.

Manufacturer narrative:
One ensite precision link sensor enabled was received for analysis with no accessories or original packaging available for inspection. Visual inspection of the returned device revealed the fiber com board was observed to have two discolored/blackened pins. The two discolored/blackened pins was isolated to an electrical arc at the rear power inlet connector. Root cause of the observed damage remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.